Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, wire peeling occurred. The magic torque wire was being advanced to the lesion when peeling occurred. The procedure was completed with another of the same devices, and patient status was reported as 'fine'. Multiple attempts to obtain additional information have been unsuccessful.